Manufacturer narrative:
A wallstent biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was returned fully constrained. The clear outer sheath was bent and the outer sheath was broken at the guide wire access port. In addition, the inner shaft was kinked. During functional analysis, it was not possible to deploy the device as returned. However, it was possible to manually deploy the device after dissection. No other issues were identified during the product analysis. The noted damages to the device was consistent with the application of excessive force and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on march 03, 2016 that a wallflex¿ biliary rx stent was to be used to treat a malignant tumor in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous but had not been dilated prior to the stent placement procedure. During the procedure, the physician attempted to deploy the wallflex¿ biliary rx stent, but it failed to deploy. The physician changed the position of the scope to relieve the tension on the delivery system, but the stent was still not deployed. It was then found that the sheath was broken at the guide wire port. No part of the delivery system fell into the patient. The wallflex device was removed from the patient and the procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) sheath broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was to be used to treat a malignant tumor in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous but had not been dilated prior to the stent placement procedure. During the procedure, the physician attempted to deploy the wallflex biliary rx stent, but it failed to deploy. The physician changed the position of the scope to relieve the tension on the delivery system, but the stent was still not deployed. It was then found that the sheath was broken at the guide wire port. No part of the delivery system fell into the patient. The wallflex device was removed from the patient and the procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.